Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that a t2 ar nail bent, post 3 months non weight bearing, followed by 6 weeks of walking. This resulted in a revision surgery.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received nail was found to be bent from the shaft region around middle. No major marks or signs were observed around the bend region indicating that no external force was applied to bend it. The bend in the plane is not supposed to be there as found upon comparison with the drawing. Significant signs of screw insertion were found in one of the distal holes, indicating that initially the nail was placed in the correct manner. A dimensional inspection was conducted which revealed all the parameters to be within specification except for the bent region. A review of the manufacturing document revealed all the dimensions to be in specification and 100% of the lot was inspected. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The above investigation reveals two aspects of this case. Manufacturing & design wise, there was no anomaly found. As per the manufacturing documents, all of the devices from the lot were inspected for all the critical dimensions. No deviation from the specifications was noticed. From the use aspect, a bend in the nail as significant as in this case, can be easily identified during insertion. Also, bending initially can be observed through follow-up x-rays. With such a bend, insertion of the nail wont be possible. Most likely due to some remarkable circumstances the nail bent post-operatively, the exact reason of which cannot be determined as more details like patient details, x-rays etc. Are not available and are needed for a proper evaluation and finding the root cause. The instructions for use clearly advises the user about adverse effects like: "conditions attributable to non-union, osteoporosis, osteomalicia, diabetes, inhibited revascularization and poor bone formation can cause loosening, bending, cracking, fracture of the device or premature loss of rigid fixation with the bone." [Original statement(s)] if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that a t2 ar nail bent, post 3 months non weight bearing, followed by 6 weeks of walking. This resulted in a revision surgery.